Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to be charged and was not keeping a charge. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned.